Event description:
The clinician reports the implant was inserted (B)(6) 2015 in the patient's mouth. Details of surgery: primary stability not achieved and ridge augmentation. On (B)(6) 2019, fracture of the implant was verified. Patient presented with fair oral hygiene. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.